Event description:
Medical affairs was unable to get a hold of the pt to obtain clinical info and will be sending a letter. Customer services documented the following info. Pt in 2003 was admitted in the hospital where pt was kept for 24 hours, due to the meter not powering on for over a week. Pt was treated with insulin every two hours. Pt's reading was unk in the hospital. Pt claims that the pharmacist had replaced the batteries and meter still did not power on. Medical affairs is reporting this case as an adverse event due to the fact that pt was not able to test the bg and ended up being treated every two hours in the hospital for hyperglycemia.